Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock while the patient was exercising due to uncorrelation. The technical services (ts) recommended reprogram options. This ICD remains in service. No adverse patient effects were reported.